Event description:
Complaint: (B)(6) - patient overinfusion incident occurred on march 27th at 17:00 hours. A male patient was involved; the patient was taken to the ICU, but not in relation to this incident. Patient's condition is reportedly fine. Drug infused: 100 ccs of insulin the rate and volume were both set at 100 per hour, but device reportedly infused faster than programmed over that hour. Device was taken out of use. No further information available.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the mechanical evaluation is complete.